Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient deceased. It was also reported the right ventricular (rv) lead exhibited no capture post cardioversion.